Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented post unrelated cardioversion for a device changeout. The patient's left ventricular lead exhibited phrenic nerve stimulation and intermittent capture. After fluoroscopy the lead was noted to be dislodged. The physician attempted to reposition but was unsuccessful. The physician then elected to cap the left ventricular lead, and replace it with a new one on (B)(6) 2021. The patient was stable.